Event description:
It was reported that a leakage was observed at the air elimination filter of the extension after 48hrs of installation. Returned to normal by changing the cassette with a new one with a different lot number. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Six samples were returned for evaluation of the failure and picture by the customer was not provide it. Units returned were received inside of a plastic bag which is not their original packaging: visual inspection results: the samples does not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was analyzed using a syringe with colored water to detect any leaks: results: during testing, a leak escaping from the filter air outlet was found in the sample used. The complaint was confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. The cause of the reported problem was traced to the manufacturing process.